Manufacturer narrative:
MDR / device 5 of 12. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: (B)(4), manufacturing site: 3005471919.

Event description:
End user reports he has been using this product primarily for the past year he has been cathing. This is his regular catheter. He caths 4 x a day for retention from prior bph/ had surgery to reduce size and resulting bladder atony. He said in his most recent order he had a box he thinks was defected. He said he would have pain and irritation with use that only started when he opened a new box of these catheters. He said he used 12 of them over 3 days and he felt like the eyelets were not smooth. He said it is not a defect he could see visually it was more so a feel when using them in urethra. He said he could feel a difference internally in his urethra at the eyelets. He said initially he didn't know what was different as he typically didn't have this pain and irritation with cathing. He said he then thought to run the no touch sleeve down the catheter and he said he thought he could feel a difference as they passed over the eyelets and that is when he started to think that is what was the problem causing the issue when he used them with pain and irritation. He said he used some like this for 3 days prior to figuring out the defect and discontinuing use from this box. He said the pain and irritation was mainly with use and stopped right away after cathing without intervention. He said he has no lasting harmful effects from it. Denies any bleeding or any need for medical attention.